Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions. "

Event description:
It was reported the patient underwent total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to pain and possible metal on metal articulation; however, no revision procedure has been reported to date.